Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level went up to 404 mg/dl after treating with 0.8 units. The customer to deliver 6 units but at 0.6 units the insulin pump alarmed no delivery. Therefore, the customer removed the insulin pump and treated with a manual injection of 10 units. Two hours later, while she was not connected to the insulin pump, her blood glucose level went up to 416 mg/dl. The customer treated with another 10 units. The customer was disconnected from the insulin pump but continued to receive no delivery alarms. The alarm was caused by infusion set/reservoir occlusion. The customer developed a boil under her armpit. She had fruity breathe and was generally not feeling well. The device was not returned.